Manufacturer narrative:
Reliability analysis inspected 2 opened/used sensors, 1 of 2 had a broken cannula and the broken cannula was stuck to the adhesive. It was unable to confirm if the customer received the sensor damaged, due to customer returning sensor opened/used.

Event description:
The customer reported via phone call that he has issues with sensors sticking inside the serter when trying to release it and he would pull the sensor out when lifting the serter after insertion. Troubleshooting was done to review insertion steps. Blood glucose value is unknown. The sensors were replaced and returned for analysis.